Manufacturer narrative:
(B)(4). The iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycle advances to the next fill when the drain was slow or not flowing, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle five. The patient's ultrafiltration reading was 1006ml, indicating the home patient (hp) drained 1006ml more than their maximum programmed fill volume of 1500ml. No additional information is available.